Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that about 3 days after implant when the swelling went down, the patient noticed the implantable neurostimulator (ins) site didn't look right. It looked like the wire was on top of the ins, and they felt pain at the ins site where the wire went over the implant. It was noted that the patient was redirected to their neurosurgeon by their neurologist. The patient had not yet had the follow-up appointment as the neurosurgeon was not available on their scheduled appointment on (B)(6) 2018. It was also reported that the patient was experiencing sudden headaches and a return of spasms in the top of their head and right side of their body. The patient had a reprogramming session the day prior with a neurologist and was told that they adjusted them so they were no longer in advanced mode. The patient was adjusted to the setting of 4.2. It was noted the patient wasn't interested in making an adjustment but was concerned that they were in advanced mode and that it might deplete the ins battery quickly. It was indicated that the ins battery voltage was dropping. It was reviewed with the patient about the battery curve several times, and it was suggested that at their next appointment with the neurologist to ask for them to perform an estimated longevity calculation. No further patient complications have been reported as a result of this event.